Manufacturer narrative:
The insulin pump was received with a cracked case on display window corners, a cracked lcd window, a cracked reservoir tube, a broken reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. All operating currents were within specification. No unexpected battery out limit alarm noted.

Event description:
It was reported that the customer dropped her insulin pump, which sustained damage. The customer's blood glucose was 138 mg/dl. There were reportedly cracks on the screen in the lower left corner and on the top, going all the way around. The customer was advised to discontinue use and revert to a back-up plan. Customer also stated she received a battery out alarm limit after a battery change, but stated the battery was not out for longer than the pump allows. The customer performed another battery change in less than one minute and the insulin pump did not alarm. Nothing further was reported.